Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. Hospitalization - initial or prolonged was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The devices were verified to have gone through acceptable sterilization processes and were within their expiration dates at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported devices were the source/root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to an infection at the implant site. The surgeon removed the hardware and replaced them with an antibiotic spacer.